Event description:
Back in 2005 after I was implanted with the filshie clips, I right away had constant pain in my pelvic area including tugging and pulling. I have been in and out of the emergency since the abdominal, I also began to suffer with severe migraines, back pain. Low energy, painful menstruation, painful intercourse, stomach problem being able to eat, vomiting, bowel issues due to migrating clip that I found out about later. Which the filshie clip had ripped my fallopian tube and to this day is painful, and the migrating clip has caused me severe pain also as it still floats in my body causing me to be very ill. Filshie clips - these clips are the devil. Hundreds of women are going through the same problem as I am. We all are on a fb group together and we will not stop until they stop these being placed in women.